Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that sterilized water leaked from the foley catheter on the day of use.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested without leaks and passively deflated in 2 minutes and 12 seconds without issue or cuffing, returning 10ml of solution. The device history record review was not required as the investigation was unconfirmed. Labeling review was not required as the reported event is unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that sterilized water leaked from the foley catheter during pretest. There was no balloon rupture or tear. Per follow up review on 23may2022, there was no patient involvement.